Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative result for covid on clinitest covid19 self test for lot: 2202134eua there was no reported injury due to this event.

Manufacturer narrative:
Pcr test was done at doctor's clinic, result of which came out positive later. Thereafter, the customer took the covid self test at home result of which was negative. Due to positive test, paxlovid which was recommended by doctor. More information from the customer has been requested to be able to perform further investigation. The cause of this event is unknown.